Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail. The pump was received without a battery cap. The pump was received with a flashing medtronic logo display. The case was cut open. There is corrosion in/around the following: keypad flex cable terminal; pcba1--j6, j1, back of the lcd screen, u2. In summary, the customer¿s report of a flashing medtronic logo display was confirmed during testing. The flashing medtronic logo screen is due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the location of the damage at the back of pump and the battery side. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed and the damage occurred while using it. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1885 was returned for analysis.